Event description:
It was reported that the patient presented with an acute myocardial infarction. During the procedure, to treat a lesion in the proximal left anterior descending artery, while loading a 3.5x23 rx xience v stent delivery system (sds) onto the guide wire, the proximal shaft of the sds became bent; however, the fellow continued to advance the sds and when it reached the aorta, the sds could not advanced any further. Reportedly, resistance was felt withdrawing the 3.5x23 rx xience v sds from the patient anatomy; however, only delayed the procedure for about 5 seconds. Additionally, the fellow does not believe that the kink in the proximal shaft of the sds and failure to advance delayed treatment of the myocardial infarction. A new same size xience v stent was implanted at the target lesion. Reportedly, a balloon pump and temporary pacemaker were placed. Following the procedure, the patient's family decided to have the balloon pump and temporary pacemaker removed; thereafter, the patient expired. Reportedly, the fellow does not feel that the implanted xience v stent caused or contributed to the patient's death. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The second 3.5x23 rx xience v referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use states: at any time during use of the xience v, if the shaft has been bent/kinked, do not continue to use the catheter. Based on the information reviewed, there is no indication of a product deficiency.